Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the screen went dark when the device was used, and nothing was displayed. However, air had not been removed during flushing. There were no patient complications.